Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparascopic hernia repair procedure, the tip of the instrument broke off in the pt's cavity. The components were retrieved laparoscopically. The surgeon applied another device. No pt injury was reported.